Manufacturer narrative:
A design history file review was performed with no major findings or discrepancies related to the reported failure modes. Device not explanted.

Event description:
It was reported that a (B)(6) year-old female who weighed (B)(6) kg. Underwent bilateral risk-reducing mastectomy on the (B)(6) 2016 with implantation of allergan tissue expanders and meso biomatrix. On the (B)(6), she was noted to have inflammation of the right breast. Nd was prescribed antibiotics (clindamycin) for 7 days. On the (B)(6) she was noted to have an infection of the right breast and underwent lavage and exchange of the tissue expander. The meso biomatrix was not removed. On the (B)(6) it was noted that she was clinically healing and had no pain or inflammation. Wound cultures were positive for enterococcus faecalis. She was treated with antibiotics (augmentin) for 15 days. Patient is reportedly doing well.